Event description:
Complainant alleged that while attempting to monitor a female patient (age unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found the device recognized the multifunction cable attached but never recognized pads attached. This is not an indication of a device malfunction but that either the pads were never properly attached to the multifunction cable/patient or a possible issue with the pads or accessories. The electrode pads and multifunction cable used during the reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.